Event description:
Event description cpi received information that the patient was involved in an automobile accident in february 1997. Interrogation of the implantable cardioverter defibrillator (ICD) afterward was normal. Patient underwent a cat scan, but no MRI or electro-cautery. At a follow-up examination two months later the ICD could not be interrogated. However, beeping tones were normal when a magnet was applied. The patient will be brought back into the clinic for an evaluation.